Event description:
Explant due to urethral erosion. Within the proximal bulbous urethra/membranous urethra, the left wall of the urethra was protruding in the lumen causing coaptation of the urethral lumen. The left balloon had eroded through the wall of the left side of the urethra as well with partial visualization of the balloon. The scope was advanced into the bladder and no abnormalities were noted there.

Event description:
Explant due to urethral erosion. Within the proximal bulbous urethra/membranous urethra, the left wall of the urethra was protruding in the lumen causing coaptation of the urethral lumen. The left balloon had eroded through the wall of the left side of the urethra as well with partial visualization of the balloon. The scope was advanced into the bladder and no abnormalities were noted there.